Manufacturer narrative:
(B)(4).

Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. (B)(6) post procedure, the pt presented with retrograde ejaculation, onset (B)(6) 2012; continuing as of (B)(6) 2012. No further info was reported.